Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or at what pint in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version of this device is 5.08.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: this device was not returned to baxter for evaluation, however a baxter field service technician performed device evaluation at the customer location. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a depleted battery alarm, and the root cause was determined to be depleted main batteries. The main batteries were replaced repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).